Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had reported shortened battery life of the insulin pump and received battery failed alarm. Customer also reported that battery cap was damaged.  No harm requiring medical intervention was reported. The troubleshooting was performed and issue was not resolved. The customer had discontinued to use the device. The insulin pump will be returned for the product analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type =ngp. Customer returned insulin pump for an alleged charge/battery lasts less than expected & failed battery test & cosmetic damage at battery cap found on (B)(6) 2022 the insulin pump passed the displacement test, active current test. Device failed to pass the self test due to missing vibration segment during testing caused by moisture damage to vibration harness assembly. Device failed to pass the sleep current measurement due to high current. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alert/anomalies noted during testing or on event date in history files. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and vibration harness assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails. Unexpected battery power loss & charge/battery lasts less than expected is confirmed due to moisture damage on electronic stack. Unable to confirm cosmetic damage to battery cap due to missing battery cap. Failed battery test is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.